Manufacturer narrative:
The returned closure top was evaluated. Visual inspection revealed that the closure top has damage to the thread and the hex is deformed. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The cross threading can often occur due to misalignment of the screw head on the extender sleeve.

Event description:
It was reported that during the procedure two closure tops were stripped during final torquing. There was a delay greater than 30 minutes associated with removing and replacing the closure tops. There were no additional reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during the procedure two closure tops were stripped during final torquing. There was a delay greater than 30 minutes associated with removing and replacing the closure tops. There were no additional reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report number 3012447612-2019-00397.

Event description:
It was reported that during the procedure two closure tops were stripped during final torquing. There was a delay greater than 30 minutes associated with removing and replacing the closure tops. There were no additional reported patient impacts. This is report two of two for this event.